Manufacturer narrative:
Analysis revealed catheter body damage occurred to the catheter body and-or guidewire during the implant procedure. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider implanted the catheter but the stylet would not come out. The ¿defective¿ stylet broke off and tore as the healthcare provider pulled. There was a kink at the catheter tip. Diagnostic testing included x-rays. The entire catheter was explanted as it was not sutured or anchored in. The device was not implanted and a different product was opened and used successfully. A new catheter was implanted and the patient was doing well. The patient¿s status at the time of the report was alive ¿ no injury. There were no patient symptoms or complications associated with this event. The device was used to deliver morphine.